Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the home monitor recording showed possible artifact and variable paced amplitudes. Lead also had an upwards trending shock impedance. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events reported. Should additional information be obtained, this report will be updated.